Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01042. It was reported the pt was no longer receiving stimulation. X-rays were taken and do not show any anomalies. The pt is working with his physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.